Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Radiographic review identified radiolucency suggestive of implant fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen lps-flex prolong articular surface gh 7-10, 12mm catalog #: 00596205012 lot #: 64207817, nexgen tibial augment block 5mm size 8 catalog #: 00598800826 lot #: 62386949, unknown nexgen femoral component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address implant fracture of the tibial component and pain approximately three (3) years post-operatively. Attempts have been made; however, no additional information is available.